Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any recurring issues. The caller acknowledged the instructions and understood the guidance provided.